Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
On 26-sept-2019 literature article entitled: ¿stem fixation in revision total knee arthroplasty: a comparative analysis¿ by thomas k. Fehring, md; susan odum, med, ma; caryn olekson, bs; william l. Griffin, md; j. Bohannon mason, md; and thomas h. Mccoy, md was reviewed for MDR reportability. The study¿s objective was to determine whether cemented or cementless stem fixation was superior in a series of revision tkrs implanted with metaphyseal engaging stems. 113 revision tkas in 109 patients with 202 metaphyseal engaging stems were evaluated. The models of prostheses used include press-fit condylar modular revision tkr utilizing both cemented or cementless fixation as well as unconstrained and constrained insert. Cement manufacturer is not provided. The study identified the following to be adverse outcomes: x-ray identified radiographic lucencies. Loosening of the femoral components. Loosening of the tibial components. Bone erosion. Revision / surgical intervention.